Event description:
Boston scientific received information that this right ventricular (rv) lead displayed inappropriate sensing, noise and pace impedances of 100 ohms. As a result a lead revision was performed and a new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.